Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump power increased after speed changes. The pt was implanted with the lvad two weeks prior and had been relatively stable at a speed of 9800 rpms. Pt then had a pleural effusion drained with associated fever and was experiencing chills and diaphoresis, but no dyspnea. The pt's coumadin was held for the effusion tap and inr drifted form 2+ to 1.5 for about 2+ days. The pt was re-started on the coumadin. The pt was also diuresed. An echo was performed and revealed that the aortic valve was opening frequently and the pump speed was titrated to 10,000 rpms from 9800 rpms. There was a clot noted on the periphery of the inflow conduit; however, the cardiologist stated it was non-obstructive at that time. The pt was afebrile and asymptomatic; however, the aortic valve continued to open frequently. The pump power increased from 7-8 watts at 9800 rpms to 10-12 watts at 10,000 rpms. It was also reported that the pt had been more active since the speed change and had been ambulating and traveling around the hospital without issues. Per add'l info received, the increase in power was caused by changing power sources. The pt was discharged to home and is ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.